Event description:
It was reported that there was no alleged product issue. However, the patient had increased spasticity in addition to swelling and redness at the pump pocket site. The pump and catheter were explanted due to suspected infection. A culture was positive for gram- bacilli. The patient did require hospitalization. However, the patient was stable and had been discharged from the hospital on antibiotics. The patient was started on oral baclofen and valium as needed. It will be discussed at a further date whether a new pump will be implanted. This device system delivered lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: catheter. (B)(4).